Event description:
It was reported that during a therapeutic ureteroscopy this balloon catheter burst. The catheter was withdrawn and the case was completely successfully with no pt complications.

Manufacturer narrative:
(B)(4). This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. Per f/u with the customer, the burst balloon was withdrawn causing no pt complications. Our directions for use state: "caution: inflation syringes are capable of attaining very high pressure with minimal effort. Note: the recommended balloon inflation pressure should not be exceeded. Refer to product label for recommended inflation pressures. Inflation in excess of recommended pressure ratings may cause any balloon to rupture." We are unable at this time of this filing to determine the relationship between the device and the cause for this event. (B)(4).